Event description:
During a routine shift check by a clinician, the device displayed "pacer fault 116," "pacer disabled" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.